Manufacturer narrative:
No product was returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to reported hospitalization.

Event description:
The pt's healthcare practitioner reported that her pt had been hospitalized and released. He had reported to her that he was having product replaced by insulet, but there is no record of his contacting the company for a product problem. Three unsuccessful attempts were made to contact the pt for more info about his hospitalization.